Event description:
It was reported that the extension set leaked at connection to an unspecified mating device during use on a patient. Although there was a slight delay in treatment while the device was stopped and restarted, as well as fluids that leaked onto the patient's clothing, there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the set leaked was confirmed. However, the leak was observed from the silicone segment of the primary set and not at the extension set connection as reported by the customer. Functional and pressure testing found no leaks were observed from the connection of the two mating components (extension set to primary set) as reported by the customer. Testing of the primary set's silicone segment component observed there was a tear, measured as approximately 0.001 inches in length, directly below the upper fitment component. A leak was observed from the tear during testing. The observed leak was due to a tear on the silicone segment component. The root cause of the tear was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the extension set leaked at connection to an unspecified mating device during use on a patient. Although there was a slight delay in treatment while the device was stopped and restarted, as well as fluids that leaked onto the patient's clothing, there were no adverse effects caused to the patient from the event.